Event description:
A nursing technician reported that the equipment powered off and displayed a red sign during a procedure. Following a delay of less than 10 mins, the procedure was completed with the same equipment. There was no pt impact reported.

Manufacturer narrative:
The company rep examined the system and could not duplicate the problem reported. The software was reinstalled. The system was then tested and met all product specifications. The event log was reviewed; it was observed that a system message (sm) displayed and after the sm was generated, the system went into "safe state" mode and the user selected "quickstart" to reboot the system. Therefore, the reported event of "system shut down" was not able to be confirmed as the system was functioning as intended. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause could not be determined. (B)(4).